Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm with a cascading system error 2367 alarm on the homechoice (hc) in dwell 3 of 5 during peritoneal dialysis (pd) therapy while connected to the hc device. The patient line had been properly primed and no patient extensions were used. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies. During troubleshooting, the technical service representative (tsr) assisted the patient to clear the alarms and complete therapy with new manual supplies. The tsr reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.